Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. Additionally, the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.